Manufacturer narrative:
Manufacturing site evaluation: samples received: a sample is received in open needle packaging. Analysis and results: reviewed stock it was verified that to date there are units of this product code and batch reference available. (B)(4) units were manufactured and distributed of this code batch, there are units in stock. Analysis samples: the sample received was checked visually, showing the needle was separated from the wire; therefore it does not meet the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: to proceed with training and retraining production personnel, responsible in the assembly process. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered in the u.s. Are. Mfg site eval: eval on-going. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). The needle loosen and detached.